Manufacturer narrative:
Literature citation: zhang et al. Clinical and radiographic results of bryan cervical total disc replacement: 4-year outcomes in a prospective study. Arch orthop trauma surg (2013) 133:1061¿1066. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
It was reported in a literature publication that 20 patients underwent cervical disc replacement with an artificial cervical disc. The 20 patients reported on in this study were recruited during an 18-month period (january 2007 and july 2008). There were 13 males and 7 females who ranged in age from 36 to 64 years (mean 46.5 years), and the duration of symptoms ranged from 8 to 34 months (mean 18.6 months). 17 patients received single-level and three received two-level disc replacement. The following discs were replaced: c3¿c4 (4 or 17.4 %), c4¿c5 (7 or 30.4 %), c5¿c6 (12 or 52.5 %). The inclusion criteria were single-level or two-level disc herniation or spondylosis with radiculopathy and/or myelopathy which had not responded to conservative treatment. The most important exclusion criteria were previous cervical procedures, significant cervical anatomic deformity, radiographic signs of instability, active infection and implantations below c6 (for radiological reasons). Follow-up evaluation was performed at 1, 6 months, and 1, 2 and 4 years after operation. Of the studied patients, 4 of the 20 (20 %) had radiographic evidence of ho, with 2 of these patients having grade 1 and 2 patients having grade 2 ho. Overall, 6 of the 23 operated segments had radiographic evidence of ho, which does not restrict the movement of the prosthesis. There was no case of adjacent-level degeneration, and no prosthesis subsidence or excursion. The midterm outcomes demonstrated that the [artificial disc] maintains favorable clinical and radiological results, with preservation of movement and satisfactory clinical outcome.